Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on (B)(6) 2009. The visual inspection of the silicone jaw boots revealed that there was a deep burn mark on the cold jaw and the tri-heater assembly was burnt and bowed out. Resistance measurements were within specification. The micro-switch functioned properly. Results of the pre-cautery test, using a reference hemopro cable and power supply, showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications during this test. The reported failure "device began smoking and glowing" was not confirmed. A lot history record review was completed for the product. There was no nonconformance associated with this lot. Investigation has been completed, and based on our investigation, the exact root cause of the reported failure could not be determined. Internal file number - (B)(4).

Event description:
The company representative was present during a radial artery harvesting procedure, using the vh-3000. While the surgeon was harvesting in the tunnel, they started seeing smoke. They pulled out the hemopro and saw that it was glowing red even though the switch was in the off position. They unplugged it. A replacement unit was used to complete the procedure. The hospital did not report that when the hemopro was unplugged, they were able to see the insert of the sleeve on the wiring. Product was returned.